Event description:
It was reported that the ilet would not power on after charging and became hot, and prior to shutdown the pause feature was intermittently inaccessible and limited to 45 minutes, consistent with a key or button unresponsive issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the pause function and involvement of the touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.